Event description:
It was reported that, during an implant procedure on (B)(6) 2022, the patient experienced a loss of movement in their legs. In turn, the procedure was abandoned and patient was taken to the hospital. Patient has since recovered.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.